Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the pre-operative merge showed that l4 and l5 both contained merge shifts. During fluoroscopic image acquisition, it was noted that the user was alerted to multiple potential drb shifts. The software displayed a warning stating "possible shift of the drb detected by surveillance marker. During the placement of l4-r, l5-r and l5-l, investigation of the case logs showed that the software detected and alerted the user of excessive deflection during screw placement. This can be caused by skiving. It is recommended that the user performs an anatomical landmark check after verifying the merge. Additionally, review of the pre-operative plan showed that the screws are planned in high-skive areas which can lead to excessive deflection. Misplaced screws were corrected intraoperatively and no adverse effect to the patient was reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.